Event description:
It was reported that the patient had multiple inappropriate shocks due to oversensing via a wide intrinsic morphology. It was reported that the device had difficulty converting the rhythm before a successful conversion took place. Technical services reviewed the electrogram with the caller. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that once again, the patient had multiple inappropriate shocks due to oversensing via a wide intrinsic morphology. Technical services advised to consider reprogramming the sensing vector or maybe this is not the best system for the patient. The system remains implanted. There were no additional adverse patient effects. It was reported that the patient had multiple inappropriate shocks due to oversensing via a wide intrinsic morphology. It was reported that the device had difficulty converting the rhythm before a successful conversion took place. Technical services reviewed the electrogram with the caller. There were no additional adverse patient effects. The system remains implanted.